Manufacturer narrative:
1.DHR/bhr review(lot#5188433): 1)the products of this batch were assembled at intima ii auto line 2 in aug 2025 and packaged at r240 package line in aug 2025. Work order quantity was (B)(4). 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2. The customer returned one photo but did not return the defective sample. The photo shows the defective sample has a specification of 24g, and there is liquid leakage near the pp connector end of the sample's extension tube. 3. Leakage test the retained sample of this batch, the test is qualified, no leakage at the extension tubing. 4. Factors such as metal wedge (raw material) deformation, assembly gripping jaw wear or poor alignment may cause damage to the extension tubing in this part, resulting in leakage. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. The returned photo shows that the extension tube is leaking near the pp connection seat end. Since the defective sample was not received for further inspection and the usage condition of the sample is unknown, so the root cause of this defect cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information available.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii leaked during use, the extension tube leaked liquid. The sample can be returned, with photographs provided. A green claim is required, along with a complaint response letter and a complaint receipt letter.